Event description:
It was reported a broken lead at the extension connector site. The patient was receiving less than 50% therapy relief. The lead was replaced and the patient¿s status at the time of the report was alive with no injuries. If further information is received a follow up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were explanted and returned to the manufacturer for analysis. It was noted that there was normal battery depletion and the device was going to be replaced. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of lead (l/n j0519212v), found the conductor was broken at the silicone anchor site. Analysis of ins (s/n (B)(4)), found no significant anomaly. It was normal end of life, and telemetry and output were okay. Result code: the following conclusion code is no longer applicable to this event:

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0519212v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3550-09, lot# lc3119, implanted: (B)(6) 2005, product type: accessory. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).